Event description:
Patient presented to the physician with worsening pain from the neck down to the lower back since the implant procedure. The patient had a previous diagnosis of fibromyalgia, which was believed to have been exacerbated by the implant procedure. Physician prescribed steroids, muscle relaxants, anti-inflammatory medication, and pain medication.